Event description:
A report of electrophysiology cables shielded ends have "melted" after being processed in the sterrad. The product is manufactured by st jude medical who recommended sterrad as the sterilization method. The facility confirmed that the sterrad has been maintained and is in good working order.

Manufacturer narrative:
Correction to initial medwatch report:this medwatch report (2084725-2010-00039) was sent in error. It is confirmed to be a duplicate of medwatch report 2084725-2009-00701.the investigation results for this issue are reported on 2084725-2009-00701.